Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 20 months post implant of this transcatheter bioprosthetic valve, the patient was admitted to the emergency room with weakness of both extremities and trace paravalvular leak (pvl). No other symptoms of stroke were present. A computed tomography (CT) of the head was negative for acute process, and an old infarct was noted. Two days later, an echocardiogram revealed a strong evidence of valve thrombosis with a clot on the valve, and a drop in ejection fraction from 60% to 40% was noted. Elevated gradient was reported. Overnight the patient decompensated and expired. The cause of death was reported as bioprosthetic valve thrombosis. No autopsy was performed.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The pathogenesis of thrombosis is generally related to three (3) possible factors: injury, hypercoagulability and abnormal blood flow. Since there is no evidence that any injury occurred in this event, hypercoagulability and abnormal blood flow are the two more likely factors that impacted the formation of thrombosis in this valve. Hypercoagulability is generally related to pre-existing patient conditions. Risk factors that may increase hypercoagulability include advanced age, immobilization, inflammation, obesity, diabetes, hormonal replacement therapy and hemolytic anemias. The patient¿s medical history was unable to be obtained, therefore, the impact of hypercoagulability could not be determined. These risk factors may be mitigated by anticoagulation treatment. In this case, it was reported that the patient had been prescribed plavix and aspirin. Abnormal blood flow, the other likely factor in the formation of the thrombus, may also be related to patient factors such as atrial fibrillation and left ventricular dysfunction that may cause turbulent flow or areas of stasis. Abnormal blood flow can also occur if the valve is unable to fully open and close as designed (reduced leaflet mobility), leading to blood stasis in the cusps of the leaflets. Reduced leaflet mobility may be related to distortion of the transcatheter aortic valve (tav) in the region of the tissue valve which, in turn is related to the placement of the bioprosthesis. The reported high gradient, a pressure differential across the valve, could potentially be related to placement of the tav, as it generally occurs due to leaflet mobility and/or a reduced orifice area. The tav has been studied for optimal in-vitro performance based on optimal placement. In-vivo misaligned placement can impact leaflet mobility. To properly place the tav, the tissue valve region is placed supra-annular, as this reduces the effect that the shape of the existing anatomy has on leaflet movement and allows for the greatest orifice area. If the valve is implanted too deep, the tissue valve region can sit in contact with the anatomy, and will distort to the existing shape of the valve. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). The implant depth of this valve is unknown. In summary, the cause of the high gradients and thrombosis seen in this event appears to be related to the distortion of the valve, possibly as a result of pre-existing patient conditions and anatomy in addition to implanting the valve in a sub optimal position into a previously implanted surgical aortic valve. Optimal positioning is necessary for the valve to perform properly. Pre-existing patient conditions may also have been a factor in the formation of the thrombosis, but no information was able to be obtained to confirm the existence of these conditions. With the limited information and no images to review, a conclusive cause could not be determined. This event does not indicate device misuse or malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.